Manufacturer narrative:
Updated a2, a3 and b5 product analysis as found condition: the pipeline flex shield device was returned for analysis, stuck inside the returned phenom 27 catheter, inside an open pipeline flex shield outer carton, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was stretched. The pusher wire was bent at 35.0cm to 39.0cm from the distal tip. The braid¿s distal and proximal ends were open and frayed, while the middle section was fully open without damage. The phenom 27 catheter tip was flattened. The catheter body was flattened at 10.0cm to 13.0cm from the distal tip. No voids or flashes were found in the catheter hub. No other anomalies were found. Testing/analysis: the pipeline flex shield device was removed from the phenom 27 catheter lumen with difficulty. The phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub without issues; however, resistance was observed at the damaged locations. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the distal and proximal ends of the returned pipeline flex shield braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The braid can be damaged due to over-manipulation, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the damage noted on the braid (fraying), distal hypotube (stretched), catheter (flattened), and pusher wire (bent) indicates that high force was used. The damage likely occurred when the customer attempted to advance or retrieve the pipeline flex shield device through the catheter against resistance. Possible causes of the resistance report include severe vessel tortuosity and a lack of continuous heparinized saline during the delivery. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified that tra referred to trans radial approach, and gs referred to guide sheath. The cause of the event was not determined. If resistance occurred, the section of the catheter affected is unknown. A continuous saline flush was administered and maintained as indicated in the IFU.

Event description:
Medtronic received a report that the pipeline failed to open, there was resistance, and damage. The patient was undergoing surgery for treatment of a saccular, unruptured right c3 aneurysm with a max diameter of 16 mm and a 13 mm neck diameter. The landing zone was 4.8 mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was strong. Postoperative findings related to blood flow imaging were no change. It was reported that from tra, fubuki 6 fr. The patient received an implant from the right brachial to the right internal carotid artery (ica) using the g.s. It was navigated around the aneurysm to reach the distal site. From the middle cerebral artery (mca), the phenom27 and phenom plus were positioned at the aneurysm inlet, and the product ped2-5-30 was inserted after preparation as per the package insert. The sleeve was removed from the mac, and although opening was insufficient, deployment was attempted up to the ophthalmic segment, but deployment did not occur. Redeployment was attempted, but there was strong resistance, leading the physician to question the situation. A stronger resistance was felt than usual, and when the phenom 27 was removed from the body and expanded, the tip was not dilated and the tip of the pipeline was bent, so the device was discontinued. There was deployment failure in the distal stent region. The pipeline was located in the tortuosity of the blood vessel. The location of the tortuosity was the distal side. The extent that the pipeline deployment failure occurred was less than 50%. The pipeline was resheathed two or less times. The physician did perform some kind of operation, such as using another device to deploy the stent. The phenom plus was extended close to the patient. The stent was removed from the patient's body. The pipeline was resheathed and collected along with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. Additional information was received clarifying that the medtronic device was exchanged, but not left in the body. The procedure was concluded after only angiography. There was strong resistance during delivery. There was some damage (bending) at the tip of the microcatheter.

Manufacturer narrative:
E. Initial reporter information not provided due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.